Event description:
The iab was inserted into the pt on 3/9/97 at 1:30 am. The system 97 pump alarmed "irregular trigger." Blood leaked in the catheter and the iab was removed on 3/11/97 at 2:00 pm. (Event complications: none from the event-reported 3/27/97.) (Pt's current status: unk-rpt'd 3/27/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.